Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of the insulin pump were hard to press and sometimes had to press buttons twice as well as motor error alarm. Customer stated that the insulin pump received rejected new battery and louder during rewind. Customer also stated that unexplained no delivery alerts not due to site issues. No harm requiring medical intervention was reported. The device will not be returned for analysis.